Manufacturer narrative:
Updated b5 describe event or problem. This device is a combination product. (B5) describe event or problem corrected. Device evaluated by MFR: promus element mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 27.4 cm distal to the distal end of strain relief as well as multiple kinks located immediately distal and proximal to the break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that during the procedure, the shaft was also broken.

Manufacturer narrative:
This device is a combination product. Describe event or problem corrected.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.